Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scratches on display. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. Customer states they could not read the display. Customer reported that scratches was covering over half of screen. Customer reported that reservoir was able to locked in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted during testing. Pump also received with severely scratched lcd window.